Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection of the returned controller found scratches and chipped paint on the cover. The wand port was burnt inside and the warranty seal was found to be damaged. Functional evaluation revealed that the controller did not function as intended. All ablation and coagulation output voltages did not fall within specified ranges. There was no output when tested with a known good wand. The complaint was verified and the root cause was determined to be associated with the damaged wand port due to arcing. As stated, a device was plugged into the controller while wet which will allow an electrical path to cause damage to the device. It is imperative that no fluid is allowed to contact any electrical connectors on the wands, controller, or cables during use. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that the device was plugged in while wet and arcing occurred. No patient injury or complications were reported.